Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: during the sampling procedures in the different services of the entity, there are inconveniences due to the lack of vacuum in the related tubes, which results expenses in new material and / or new puncture.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #470822 and potential causes have been identified. As a result, corrective actions have been established and implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: during the sampling procedures in the different services of the entity, there are inconveniences due to the lack of vacuum in the related tubes, which results expenses in new material and / or new puncture.